Event description:
It was later reported that the previous letter sent was reviewed and it was stated that there was no permanent impairment that had taken place. The healthcare provider figured that the permanent impairment box on the letter was checked in error. It was noted that it would be appropriate to change the patient&#38112;outcome to recovered without permanent impairment.

Event description:
The reporter reported that after implant the interstim was controlling patient¿s symptoms for a couple a couple months, but then a couple of months ago he noticed a return of symptoms and could not state if they were a gradual return or if the symptoms every really were being controlled. It was later reported 9 days later that patient was getting 50% or greater symptom reduction. The cause of the event was determined and was noted as device related. It was reported as unknown if reprogramming was needed. It was also noted as unknown if patient experiences loss of therapeutic effect or loss of stimulation and noted as unknown if it was sudden or gradual. The patient outcome was reported as recovered with permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va0l8cf, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).